Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient did not know the date of their procedure, but after their implant, the patient went to the health care professional (hcp) about the ¿stitch area¿ that was not healing. It was reported that 2 days later an infection began. The infection was noted to be (B)(6) at the implantable neurostimulator (ins) site. This was reported to have occurred following a ¿battery change.¿ the patient¿s primary care physician diagnosed the infection and prescribed oral antibiotics of 3 refills of tetramiacin. The patient stated that the hcp that performed the implant surgery was informed of the diagnosis and ¿dismissed the patient¿ because they ¿did not have enough antibiotics in their system.¿ the patient requested hcp listings in their area. The patient did not have information on their device

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer who was implanted with neurostimulator for non malignant pain. The caller reported stimulator was not helping with leg pain. Patient stated he can't get pain medication anywhere. Therapy was not helping leg pain. Patient reported getting infection after implant because the doctor left a stitch hanging out. Patient reported getting (B)(6) after a hip replacement about 7-8 years ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.